Event description:
It was reported that a device could not be interrogated with the programmer and another programmer had to be used. However, the programmer was able to interrogate another pacemaker without issue. The programmer could not be used to interrogate one specific device, other devices of the same product family could be interrogated. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector on the link electronic module (lem) circuit board was defective.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).